Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal cramping and pain / physical pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain."), anxiety ("emotional anguish") and abdominal pain lower ("abdominal cramping"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, vulvovaginal pain, anxiety and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, genital haemorrhage and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal cramping and pain / physical pain') and genital haemorrhage ('heavy bleeding/ abnormal bleeding (general)') in a 31-year-old female patient who had essure (batch no. 8989336-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache (not recovered prior to essure), nausea (not recovered prior to essure), morbid obesity and multigravida. Previously administered products included for heavy bleeding: oral birth control from 2009 to 2012, estradiol from 2008 to 2009, progesteron from 2008 to 2009 and oral birth control from 2008 to 2009. Concurrent conditions included uterine bleeding. Concomitant products included progestogens and estrogens in combination from 2016 to 2018 for bleeding genital, frovatriptan for menstrual migraine as well as oral contraceptive nos from 2016 to 2018 and sumatriptan (imitrex). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain/pelvic pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2013, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced visual impairment ("vision/eye problems type: spots,worsening vision"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain."), anxiety ("emotional anguish"), abdominal pain lower ("abdominal cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with cyanocobalamin, ibuprofen, levonorgestrel (mirena), paracetamol (pain relief), vitamin d nos (vitamin d) and surgery (d and c surgery on (B)(6) 2017 and partial hysterctomy/bilateral removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, vulvovaginal pain, anxiety, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, pelvic pain, visual impairment, weight increased, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 56.7 kg/sqm. Hysterosalpingogram - in 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine and headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal cramping and pain / physical pain') and genital haemorrhage ('heavy bleeding/ abnormal bleeding (general)') in a 31-year-old female patient who had essure (batch no. 8989336) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache (not recovered prior to essure), nausea (not recovered prior to essure), morbid obesity and multigravida. Previously administered products included for heavy bleeding: oral birth control from 2009 to 2012, estradiol from 2008 to 2009, progesterone from 2008 to 2009 and oral birth control from 2008 to 2009. Concurrent conditions included uterine bleeding. Concomitant products included progestogens and estrogens in combination from 2016 to 2018 for bleeding genital, frovatriptan for menstrual migraine as well as oral contraceptive nos from 2016 to 2018 and sumatriptan (imitrex). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain/pelvic pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2013, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced visual impairment ("vision/eye problems type: spots,worsening vision"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain."), anxiety ("emotional anguish"), abdominal pain lower ("abdominal cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with cyanocobalamin, ibuprofen, levonorgestrel (mirena), paracetamol (pain relief), vitamin d nos (vitamin d) and surgery (d and c surgery on (B)(6) 2017 and partial hysterectomy/bilateral removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, vulvovaginal pain, anxiety, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, pelvic pain, visual impairment, weight increased, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 56.7 kg/sqm. Hysterosalpingogram - in 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine and headaches. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-jun-2019: plaintiff fact sheet and medical records were received. Events added per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, nausea, dysmenorrhea (cramping), pain/ abdominal pelvic pain, vision/eye problems type: spots, worsening vision, weight gain, hair loss and fatigue. Lot number, medical history, concurrent condition and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal cramping and pain / physical pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain."), anxiety ("emotional anguish") and abdominal pain lower ("abdominal cramping"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, vulvovaginal pain, anxiety and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, genital haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.